Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed causing pacing inhibition and asystole greater than two seconds. The lead was explanted and returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed 172 millimeters (mm) from the terminal pin. Two segments were returned, a terminal end segment and a tip segment. The returned segments passed electrical testing. The filars were cut and all damage appeared to be extraction related. Laboratory analysis of the returned segments could not identify any lead characteristics that would have caused or contributed to the reported clinical observations.